Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product used during the procedure was not returned which may have aided in the determination of the cause. A stent migration may be a result of, but is not limited to, patient vessel geometry, the vessel diameter which could have been larger than the stent, inadequate stent apposition to the vessel wall after deployment, inadvertent movement of the handle during deployment, or suboptimal positioning of the stent prior to deployment. The acculink instructions for use stent deployment cautions that prior to stent deployment, all slack should be removed from the delivery system. A review of manufacturing records did not produce any findings relevant to this report. A review of the complaint handling database found no other reported incidents with this part and lot number combination which suggests that there are no lot specific product quality deficiencies. Based on available information, a conclusive cause for the reported incident could not be determined.

Event description:
It was reported that the acculink migrated during deployment in the mildly calcified left internal carotid artery requiring a second acculink to cover the rest of the lesion. The patient was discharged the following day. There was no adverse patient sequela. There was no additional information provided.